Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported event. Based on the results of the investigation, it is likely the phenomenon occurred due to failure of the switch on the front panel. However, the cause of the damaged front switch could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation broken button on front panel was confirmed. The evaluation uncovered heavy corrosion on bottom chassis and the software version was up to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for a colonoscopy procedure, the button on the front panel was broken on the evis exera iii video system center. The procedure was completed without a delay and using the same equipment. There were no reports of patient harm associated with this event.